Event description:
Per the clinic, the patient experienced pain and headaches with stimulation, and the issue could not be resolved. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on (B)(4) 2013.